Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply and its wire harness. The system operates as intended.

Event description:
The customer reported, "both of the screens won't turn on and the foot pedal is not working." The fse noted the system was slow to boot up, and that the system was unable to make fluoroscopic x-ray exposures. Loss of x-ray functionality- this is a reportable event. There is no report of patient injury.